Event description:
Explanting physician reported rupture diagnosed by ultrasound and mammography. The device has been explanted. This record relates to the left side. Ultrasound findings noted "no nodules nor micro calcifications. Left device with a loss of structure and two siliconomes on axilla".

Manufacturer narrative:
Postal code - (B)(6), phone - (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events silicone migration and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration and granuloma.

Event description:
Explanting physician reported left side rupture diagnosed by ultrasound and mammography, silicone migration and granuloma. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening in posterior side assessed as a surgical impact opening (shell thickness within specification). Silicone migration: unable to observe as it is a medical event not related to the device. Granuloma: unable to observe as it is a medical event not related to the device. Additional observations: observed wear abrasion on the device. Observed stress marks on the device. No further actions are required as the device was implanted.